Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called to assist customer due low blood glucose. Customer stated that the blood glucose reading was 63mg/dl at the time that the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.